Manufacturer narrative:
(B)(6). (B)(4) clip falls into the patient in an open state. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was deployed in an open state in the colon and was retrieved with a foreign body hood. It is unknown how the bleed was treated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.